Manufacturer narrative:
Philips service replaced the cooling unit cu 3101 and x-ray tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that tube cooling unit failure caused noisy images on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.